Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash on the left shoulder blade. Patient reported a gel leak under one of the rear therapy electrodes. Electrode belt was replaced. Patient reported that nurses at the hospital applied hydrocortisone cream. Follow up indicated that the cream is helping with the skin irritation.